Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildy tortuous and severely moderately calcified mid right coronary artery. After a non-bsc wire crossed the lesion and dilated with a 2.0x15mm non-bsc balloon, a 3.00x20mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion. The procedure was completed with another 3.0x20mm synergy drug-eluting stent. No patient complications were reported. However, returned device analysis revealed proximal stent damage. Synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, stent struts were lifted. The undamaged distal stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.